Event description:
It was reported that the biomed stated that the arctic sun device displayed alert 002 (low flow). Per wo notes, inlet pressure (ip) was -10.0, circulation pump command (cpc) was 100 percentage. Circulation pump failure.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. Per wo notes, inlet pressure (ip) was -10.0, circulation pump command (cpc) was 100 percentage. Circulation pump failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device displayed alert 002 (low flow). Per wo notes, inlet pressure (ip) was -10.0, circulation pump command (cpc) was 100 percentage. Circulation pump failure.